Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on april 18, 2019. The procedure prior to the use of the angio-seal was a percutaneous coronary intervention. A 6fr procedural sheath was used. There were no difficulties until the angio-seal anchor was deployed. The user had a problem pulling enough to deploy the system and felt as though the anchor might rip out of the arterial wall. A pre-deployment angiogram was performed. The blood loss was less than 150cc. The patient had no issue after leaving the cath lab.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported difficulties with the involved angio-seal device. The user was applying more necessary pulling force than expected to deploy the device. After deploying the device, bleeding was observed. Manual compression was held for five minutes and hemostasis was achieved.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.